Event description:
Information received from the field does not address the patient's clinical status but notes that the lead was repositioned due to loss of capture. After the helix was extended, the physician was not able to see the helix on flouroscopy. The lead was tugged and remained in place. The device remains implanted, but will be monitored.